Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The case battery ear is bent and therefore unable to install a battery to power up the monitor. The root cause for the excessive force could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.